Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2009-05081 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen superslim needle electrode were used during a rfa (radiofrequency ablation) procedure in the liver performed to (B)(6), 2009. According to the complainant, during the procedure an error (e02) was displayed on the console. The procedure was completed with another manufacturer's device (cooltip rf system, valleylab). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unk. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).